Manufacturer narrative:
Results: evaluation of the returned product found there is a battery spring that is bent. The alarm did not power on with batteries, but powered on and passes functional test with the 9v adaptor. Note: the instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. (B)(4).

Event description:
The customer reported the unit will not power on. The customer reported they have replaced the batteries with new ones and there was no physical damage to the unit reported. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.